Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received with hospital sticker sheets, which identified doi correction. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint updated (b)(46) 2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges that the patient suffered burning sensation in her hips, cannot sleep on her sides and her hips hurt all the time, has to use a cane to walk long distances and has excessive levels of chromium and cobalt.